Manufacturer narrative:
(B)(4). D10: 42502807002 - femur trabecular metal cruciate retaining (cr) standard porous - 64942011 42522100910 - articular surface medial congruent (mc) right 10 mm height use with tibia sizes g-h/cr femur sizes 8-11 - 65122142. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial surgery and was revised approximately 1.5 years post-op due to a fractured tibial component. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right total knee arthroplasty which develops significant radiolucency along the central and medial aspect of the tibial component as well as associated fracture. Sizing is appropriate. Osteopenia is present. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.